Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced both high and low blood glucose. The customer had experienced a low blood glucose level of 69 mg/dl. The customer had experienced a high blood glucose that was over 500 mg/dl. The customer's current blood glucose level was 444 mg/dl. The customer used the insulin pump and a syringe to treat the high blood glucose. Troubleshooting was performed on the insulin pump and it was noted that the customer found about ten small air bubbles in the top of the reservoir. The customer reported that insulin exited during the manual prime test. The customer was advised to monitor the insulin pump and their blood glucose. They will be sent a tubing clamp to perform the no delivery test. The device will not be returned for analysis.